Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted during a procedure performed on (B)(6) 2024. During the procedure, difficulties were encountered while deploying the stent. The scope was adjusted, and the shaft was "pushed in," resulting in the stent shifting out of position and into the cyst. It has been reported that the stent will be removed at a later date after the cyst deflates. There was no patient injury reported as a result of this event. A photo of the complaint device was eventually provided. The stent was fully deployed and expanded outside the patient, and the inner sheath was kinked.

Manufacturer narrative:
Blocks d4 (model number, lot number, catalog number, expiration date, and unique identifier (UDI) #) and h4 have been updated with the additional information received on september 12, 2024. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue imdrf impact code f23 captures the reportable event of additional intervention performed to remove the stent block h11: an axios electrocautery enhanced delivery system was returned for analysis; the stent was not returned. Visual examination of the returned device found the inner sheath kinked and broken. A media inspection was performed on a photo provided by the complainant, the photo showed the stent fully deployed and expanded outside the patient and the inner sheath kinked. No other problems were noted with the delivery system. Product analysis could not confirm the reported events of stent positioning issue and difficulty to deploy. The stent was not returned for analysis. However, stent positioning issue is noted within the instructions for use (IFU) as possible adverse event associated with the use of the device. The investigation concluded that the observed problems of inner sheath kinked and broken were likely due to factors encountered during the procedure. It may be that procedural factors such as excess of force or the manner as the device was handled and manipulated, limited the performance of the device and contributed to these observed problems. Therefore, taking all available information into consideration, the overall root cause of the reported event is no problem detected. A labeling review was performed and, from the information available, this device was used per the IFU / product label.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue imdrf impact code f23 captures the reportable event of additional intervention performed to remove the stent.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted during a procedure performed on (B)(6) 2024. During the procedure, difficulties were encountered while deploying the stent. The scope was adjusted, and the shaft was "pushed in," resulting in the stent shifting out of position and into the cyst. It has been reported that the stent will be removed at a later date after the cyst deflates. There was no patient injury reported as a result of this event. Photos of the complaint device were eventually provided. The stent was removed, and it was fully deployed and expanded outside the patient, while the inner sheath was kinked.